Event description:
It was reported that the customer has been experiencing high blood glucose levels for two weeks. The customer's blood glucose was 533 mg/dl. The customer stated that she did not realize that the reservoirs were causing her high blood glucose levels. Advised customer that her expired supplies could not be exchanged and that she needed to order new supplies. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.